Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent following procedures: arthrodesis, posterior interbody technique including laminectomy, discectomy, l5-s1. Application of intervertebral biomechanical device to l5-s1 interspace. L5-s1 autogragft arthrodesis, posterolateral technique, on the right. L5-s1 posterior non-segmental pedicle screw instrumentation. Right unilateral transforminal decompression, l5-s1. Application of morcellized allograft. Bone marrow aspiration. 9) intraoperative fluoroscopy. Preoperative diagnosis: l5-s1 grade 1 degenerative spondylolisthesis. Right l5 radiculitis. As per op notes: ¿allograft bone mixed with the patient¿s own bone marrow aspirate from the right iliac crest was how packed anteriorly, a thin layer followed by placement of our cage that was packed with the rhbmp-2/acs was swung into the position under ditrect fluoroscopic guidance while protecting the roots. With the implants in place, the bone graft was also placed posterior to the implant.¿... ¿the transverse process was decorticated at l5 on the right as well as the sacral ala and bone graft was placed over a layer of rhbmp-2/acs. A second layer of bmp was placed on top of the bone graft.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.